Event description:
It was reported that during an orthopedic surgical procedure the quick coupling for k-wires was not rotating and it was getting warm. Spare device was used to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit will not rotate could not be confirmed. The device was tested and the complaint wasn't duplicated. The device history record review reports that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).